Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) malfunctioned. A component over tempature condition has suspended the iabp ability to charge batteries has been reported.there was a patient involvement. No harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.